Event description:
It was reported that the right ventricular lead exhibited oversensing noise. An x-ray was performed, and they were able to confirm that there was no damage on the lead body. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.